Event description:
It was reported that stent damage occurred. The 90% stenosed, 38mm in length target lesion was located in the moderately tortuous, severely calcified, and 3.0mm in diameter proximal end of left circumflex artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, when the stent was positioned to the lesion, it was noted that the proximal end of the stent struts were lifted up due to scratch with the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent identified damage to the proximal end of the stent. The stent struts in the first five proximal stent strut rows were lifted and pulled in a distal direction. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon cones were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38mm in length target lesion was located in the moderately tortuous, severely calcified, and 3.0mm in diameter proximal end of left circumflex artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, when the stent was positioned to the lesion, it was noted that the proximal end of the stent struts were lifted up due to scratch with the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.